Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (200's, exact value not reported). Customer delivered a correction bolus and bg level improved to 167 mg/dl. System check was performed with tandem technical support and the pump performed as intended. Customer states that cartridge and infusion set are usually changed every four days. Recommendation was made for customer to change out supplies and infusion site, as well as consult with health care provider.